Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2016: troponin I=0.02 ng/ml, upper reference limit 0.1. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina and stenosis are listed in the instructions for use (IFU) xience prime everolimus eluting coronary stent systems as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 4.0x28mm xience prime referenced is filed under a separate medwatch report number.

Event description:
It was reported that on 02/24/2014, a 3.5x38mm and a 4.0x28mm xience prime stent were successfully implanted in the distal right coronary artery (rca). On (B)(6) 2016, the patient was hospitalized for unstable angina. Medication was provided. Per imaging, the distal rca contained 99% stenosis in the target lesion and another percutaneous intervention was performed as treatment. The event resolved and on (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.